Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated by a siemens service engineer. The system was found to be operating within specification although the gap between the right side of the table and the corresponding magnet cover was measured at 10mm (normal < 8mm). The reported injury is attributed to patient positioning during table movements and not a device failure. The magnetom avanto, operator manual provides instruction to carefully monitor the patient during table movements. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during operation of the magnetom avanto system. During table movements, the patient grasped the sides of the table resulting in a laceration to one finger of the patients left hand. The injury was examined by a doctor and required sutures and a dressing. The patient was treated and released from the hospital.